Manufacturer narrative:
Date sent to the FDA: 01/22/2021 additional information: h6 additional h-3 summary: four pictures were received for evaluation. Upon to visual inspection of the pictures, a sealed box of product code w8702, lot # pkh457, relabeled with a blue labeled that belong to code w8704 for sale in india only. The box was relabeled in another site. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the reported complaint, since the sample was not returned for analysis this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pkh457 and no non-conformances were identified. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Distributor received w8702 -3 boxes vide invoice number (B)(4), dt. On (B)(6) 2020 it was observed that in one box of w8702 the mrp sticker attached was that of w8704 where did you receive the product from (ethicon, distributor, etc)? Was the suture seals on the foil still intact? How many medical devices were involved with the labeling identification issue attached to the box? Please explain in more detail "the mrp sticker attached" where does it come from? Procedure name and date? Event date? What was being done when the labeling identification issue was found (in the package/ removal from package / during passage through tissue)?

Event description:
It was reported that on (B)(6) 2020, a distributor received one box of suture where the mrp sticker attached was that of a different product code from what was on the box. There were no adverse patient consequences reported. Additional information has been requested.